Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) untis. There are no units in stock in b. Braun surgical's warehouse. We have received a box without the cellophane wrapping (all 36 pouches are inside). We assume that the box was affected by an incidence in the wrapping machine and the personnel involved did not noticed that the box did not contain the cellophane. As no other complaints have been received for this shipping or others, we assume an isolated defect. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. (B)(4).

Event description:
It was reported an issue with monosyn suture. The client reported without plastic package once received. Additional data has been requested.